Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of over 600mg/dl, associated with an alleged absent occlusion alarm. Reportedly, the patient was treated in the hospital for diabetic ketoacidosis by their healthcare provider and has since been released from the hospital. During troubleshooting with customer technical support, it was revealed the pump did not give an occlusion alarm. The reporter was not able to provide further information during the initial complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.